Event description:
It was reported that a patient underwent a procedure to suture the left calf wound under local anesthesia due to left calf contusion and bleeding on (B)(6) 2024 and suture was used. The patient refused hospitalization after surgery. On the 11th day after surgery, the patient experienced post-op inflammation, redness, swelling, fever, and itching around the left calf wound. On the 12th day after surgery, the patient went to the outpatient department for a follow-up examination and was given disinfection and dressing changes. Cefuroxime axetil tablets were taken orally for anti-inflammatory treatment outside the hospital, and the wound was closely observed. If there was still discomfort, the suture was removed; two days later, the patient reported to the hospital again that the symptoms had not improved. The doctor immediately removed the suture and asked the patient to closely observe the wound. If there was still discomfort, the patient should go to the hospital for treatment immediately. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Additional information was requested, and the following was obtained: the event date should update to be 2024-nov-8.